Manufacturer narrative:
(B)(4). Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to failed batt test alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump was in vibrate mode. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.